Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient and hcp reported that patient experienced burning. The implant was replaced on (B)(6) 2021.